Manufacturer narrative:
A distributor field service engineer (fse) visited the customer to address the reported event. During servicing, the distributor fse cleaned the sample and bf probes. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review was performed for similar complaints on serial number (B)(4) from 02-mar-2018 through aware date (B)(6) 2019. There were no other similar complaints found during the searched period. The aia-360 operator's manual states in the precautions for use the following: always have servicing done by tosoh personnel [?]attempts to disassemble, repair or modify the aia-360 yourself may result in electrical shocks and even fires. [?]the location of the tosoh service center is listed at the back of the manual. The most probable cause of the reported event was due to a clogged bf and sample probe.

Event description:
A customer reported to the distributor that the quality controls and patient values do not replicate on the aia-360 instrument. The instrument was down. The distributor field engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of patient results for troponin (ctnl2), beta human chorionic gonadotropin (bhcg), progesterone (prog), and creatine kinase-mb (ckmb). There was no indication of patient intervention or adverse health consequences due to the delay in reporting patient results.